Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for difficult to position, device damaged by another device or material deformation from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a circumflex artery. A 2.25 x 12 mm xience v stent delivery system (sds) failed to cross through a deployed 2.75 x 18 mm xience v stent implant, and became entangled with the deployed stent implant. The 2.25 x 12 mm xience v sds was removed with resistance noted. The deployed 2.75 x 18 mm xience v stent implant was noted to be damaged. An unspecified balloon dilatation catheter (bdc) was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.